Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. Devices were not returned to gore. Therefore, direct product analyses was not possible. One gore® viabahn® vbx balloon expandable endoprosthesis was placed in sma, which had no reported issues. Additional medwatch report was submitted for one gore® viabahn® vbx balloon expandable endoprosthesis used in same procedure and placed in renal artery: device lot#16142813, medwatch reported number 2017233-2017-00264

Event description:
It was reported to gore that on (B)(6) 2017, an aaa endovascular repair using a chimney technique was performed due to failure of a previously implanted medtronic device and failing renal arteries. A cook device was used to reline the medtronic device and three gore® viabahn® vbx balloon expandable endoprostheses were implanted during the procedure. One gore® viabahn® vbx balloon expandable endoprosthesis was placed in the superior mesenteric artery, and a gore® viabahn® vbx balloon expandable endoprosthesis was placed in each renal artery. On (B)(6) 2017, a CT scan was performed without contrast dye as the patient' renal arteries were already compromised and to avoid further damage to the kidneys. As a result, possible clotting of the renal arteries was not observed. On (B)(6) 2017, it was found the two gore® viabahn® vbx balloon expandable endoprostheses that were placed in the renal arteries had clotted. The patient was not on the anti-platelet therapy. It was reported the patient is now in renal failure.